Event description:
It was reported that the patient's device "flipped" about 4 months after implantation. It was noted that the internal neurostimulator (ins) was flipped back, but the patient needed to have "program adjustments every other week" and was not receiving good therapy. It was further noted that the patient had not used or charged the patient in about 3 weeks. The patient stated that "she had an EKG and they found her breathing was bad and she was thinking about having the ins removed." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).